Manufacturer narrative:
The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified as no product was returned.

Event description:
It was reported that the tubing leaked. Although requested, there is no further patient or event information available.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that tubing leaked.